Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. "

Event description:
It was reported a patient underwent a shoulder labral tear and repair procedure on (B)(6) 2016. During the procedure, one of the ten anchors used pulled out of the bone. Another anchor was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.